Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that while attempting to bolus she received a button alarm error. Customer attempted to troubleshoot herself by removing the batteries and she received a failed battery test. Customer's blood glucose was 131 mg/dl. Troubleshooting was done and customer was advised that she would need to replace the out of warranty insulin pump. Advised to revert to backup plan per health care provider instructions. No further information was provided.